Event description:
The reporter stated that the welds on the device broke during a spinal surgery procedure. Integra has requested additional info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.